Event description:
The customer reported that an 840 ventilator stopped cycling. Covidien was not authorized to repair the unit. The customer reported to have replaced the breath delivery unit (bdu) cpu pcb. The covidien customer support engineer (cse) updated the software and conducted final testing.